Event description:
During a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that a 5mmx2cm saber pta catheter was crossed with a guide wire and inflated at the lesion for additional dilatation but it ruptured at 7 atmospheres (atm) at its second dilatation. Therefore, it was removed from the patient and exchanged for a non-cordis balloon (5x20mm jackal, st. Jude medical). The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire (astato, st.jude medical) and inflated a balloon (3x20mm jackal, st. Jude medical) at the lesion, a saber pta catheter was delivered to the lesion for additional dilatation. However, it ruptured at 7 atm during its second dilatation.

Manufacturer narrative:
(B)(6). The initial reporter's information is unknown at this time. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: guide wire (astato, st. Jude medical), 3x20mm balloon jackal, st. Jude medical.

Manufacturer narrative:
Additional information was provided by the affiliate. The device was being used for pre-dilatation. The device was removed easily and intact from the patient. There was no difficulty removing the product from hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A 50:50 contrast to saline ratio was used for the case. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, it was reported that a 5mmx2cm saber pta balloon catheter was inflated at the lesion for additional dilatation but it ruptured at seven atmospheres (7 atm) at its second dilatation. Therefore, it was removed from the patient and exchanged for another balloon. There was no patient injury reported. The procedure was finished successfully. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. After the lesion was crossed with a guidewire and a balloon inflated at the lesion, a saber pta catheter was delivered to the lesion for additional dilatation. However, it ruptured at 7 atm during its second dilatation. The device was being used for pre-dilatation. The device was removed easily and intact from the patient. There was no difficulty removing the product from hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. A 50:50 contrast to saline ratio was used for the case. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no reported difficulty crossing the lesion. The catheter was never in an acute bend. The device did not kink during use. The device was not returned for analysis. A device history record (DHR) review of lot 17020771 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.